Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector, service code 107 (multiple abnormal shutdowns), service code 204/can comm flags (belt/monitor communication issues)) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The can comm flags, service code 204, and service code 107 were due to the belt being unable to securely latch to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt connector was damaged and the patient was receiving a service code 107 (multiple abnormal shutdowns) and service code 204/can comm flags (belt/monitor communication issues).